Manufacturer narrative:
(B) (4). The customer has refused service due to the repair cost. It was indicated that this device has been removed from service, as the customer currently has a back-up device. The device has not been returned to physio-control for eval; therefore, further investigation cannot be performed.

Event description:
It was reported that the device will not operate on battery power. There were no reports of pt use associated with the reported failure.